Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that piece of the plastic where the reservoir goes in the insulin pump that was missing. Troubleshooting was performed for damage and found that the reservoir locks but, customer had taped the reservoir in and will be going on shots because the reservoir was loose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.